Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that the dental implant had to be removed because the stability was not achieved. The installation region was 5#, 15ncm of primary stability was achieved, the patient presented insufficient quantity/quality (bone type IV) and immediate implant procedure was performed.